Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose of eighteen inches from the bell housing, the device failed the safety assessment and was running at 73,622 rpm which is below the operational specifications (75,000 rpm), the locking components were damaged causing the device to run in the safety position (device was power broken) and the vanes were worn out causing the device to run at low rpm. It was determined that the hole in the hose was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the issue with locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the worn out vanes was consistent with normal wear over time. The assignable root cause for power broken and damaged hose was determined to be due to component damage caused by user error. The assignable root cause for low power was determined to be due to worn out vanes from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing, it was observed that the black hose on the motor device was damaged. During in-house engineering evaluation, it was observed that the device was power broken, had a hole in the hose, had low rotations per minute (rpm) and failed safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.